Event description:
It was returned that the zimmer air dermatome would not run. Add'l clinical f/u with the customer indicated that the device was tested prior to the start of the surgery and the device worked fine. During surgery, the doctor was ready to use the device, but the device would not turn on. The doctor tried multiple times to turn the device on but could not get the device to activate. The hospital had to borrow another device from another facility to complete the procedure. While the device was being retrieved, the pt remained under general anesthesia, and the procedure time was extended by 1 hr and 50 mins. There was no injury to the pt as a result of the reported issue.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 1/27/1997 and was last repaired on 1/15/2013 for a non-related issue. Eval of the device determined that it would not run. It was also observed that the control bar was not flush with the master blade. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the right side. The cause is likely the user not maintaining the device per improper handling. The device was served and returned to the customer.